Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event

Event description:
It was reported that customer experienced high blood glucose (bg) readings on continuous sensor that displayed ¿high,¿ with no specific value known, and suspected cause of high blood glucose remained unknown. Customer delivered correction bolus to address high bg. A system check was performed, and it was determined that the pump was functioning as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.